Manufacturer narrative:
Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient tripped and fell on their knees on the stairs. They had been experiencing more pain. Therapy was not working quite as well the last few weeks. The patient was redirected to follow-up with their health care provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-aug-27 from the consumer reporting that 3 new programs were added to try to cover all areas affected with ongoing pain. No further complications were reported.